Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the user possibly used high-energy hand instruments (laser, high-frequency, etc.) Without ensuring sufficient distance from distal end. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "IFU: bf-1th190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. IFU: bf-1th190 operation manual: chapter 4 operation:4.3 using endo therapy accessories". Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the evis exera iii bronchovideoscope had a burnt probe cover. There were no reports of patient involvement.